Event description:
It was reported to boston scientific on (B)(6), 2010 that a maxforce biliary dilation balloon was used in a dilatation of the esophagus on (B)(6), 2010 involving an adult male patient (patient weight and identifier are unknown.) According to the complaint. During the procedure the balloon was not able to inflate. Follow up revealed that no damage was noted to the device, just that he pressure would not increase. On (B)(6), 2010 the investigation results revealed that the balloon had burst. The procedure was completed with another maxforce balloon with no patient complications. The patient's condition has been described as "good."

Manufacturer narrative:
A visual examination of the returned device noted a longitudinal tear in the balloon material measuring approximately 77mm. A visual and tactile examination of the shaft and ro markerbands revealed no anomalies. The most probable root cause classification of the investigation is operational context.